Manufacturer narrative:
Section a2: date of birth, age: unknown/not provided. Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section d6b. If explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced blurry distance vision following an implantation of a single piece preloaded monofocal intraocular lens (iol) into the right eye. It was off target enough to be bothered by the blur, leading the patient to request an iol exchange. Iol exchange has not occurred. No further information was provided.